Manufacturer narrative:
Product complaint #(B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2026 and suture was used. During surgery, it was found that the needle at the tip was broken after the surgery. X-ray was taken but it did not confirm that it remained inside the body. Since it hasn't been found, it's currently unknown whether it's even inside the patient's body. Currently, there are no problems with the patient's condition. It was a control release needle. No adverse patient consequences were reported. Additional information was requested